Event description:
It was reported that during a follow-up in clinic due to a post MRI device check, unspecified reset mode was observed. Patient was asymptomatic. Programming changes were made once it was confirmed that the recent MRI scan had triggered the backup mode. The device was successfully restored. The patient was stable before, during, and after the interrogation and will continue to be monitored.